Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance of over 2,000 ohms and loss of capture was noted. Furthermore it was discovered that this rv lead had dislodged. The patient underwent a lead revision procedure and the rv lead was repositioned. This product remains in service. No additional adverse patient effects were reported.